Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping with a blank white screen and no information displayed. The buttons did not illuminate the screen, and opening and closing the battery door and pressing the power button did not resolve the issue. The patient was unable to view settings or interact with the device. She denied dropping the pump and stated she awoke to it alarming in this condition. The patient was instructed to contact the clinic for further guidance. The event occurred while in use at the patient¿s home, and there was no patient injury.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.